Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after 2 days of the trial the patient was having problems. When they were putting the leads in, they checked for continuity on both leads. ¿the right one they did not.¿ as a result they pulled it, put a new one in, and decided not to go as high. The patient was on warfarin, so they decided that it was only going to be a 2 day test. It was 2 inches below on the right hand side so it did not cover his shingles, so the patient was not able to accurately test for coverage. It was noted that he had cancer and by going through chemotherapy he developed singles for 6 months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received reported that the patient started the trial about a month prior to implant. The trial duration was only 2 days, and during the trial one lead was not in far enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.